Manufacturer narrative:
No further info is available due to the device not being returned for analysis.

Event description:
It was reported that the acoustic stud on the handpiece was found broken off. There was no pt involvement reported. No further info provided.